Manufacturer narrative:
E. Initial reporter event site name (B)(6) hospital event site address (B)(6). Event site postal code (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer's fse (field service engineer) that before use the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The machine is displaying an alarm message "auto fill failure". There was no patient involvement reported. Fse was dispatched to evaluate the unit. The fse performed drive calibration, cleaned sm4 vacuum filter. Product passed all functional and safety tests per manufacturer specifications.